Event description:
Procedure type: colon resection. According to the reporter: there was a post operative leak/infection at the anastomosis and the pt had to be reoperated. No further info has been disclosed by the reporter.